Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor case was deformed, preventing a battery pack from being inserted into the monitor. The root cause for the deformed monitor case could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to undergo incoming functional testing. .